Event description:
Hcp reported that the patient developed grand mal seizures post implant. Prescribed dilantin with good control. No report of device explantation. A follow up report will be sent when additional information is received.